Event description:
At the end of the procedure, the proglide broke while we were attempting to use the device. Another proglide was open and deployed to complete the procedure. Product had patient contact but no patient harm. Product is ready to be returned to the manufacturer. Manufacturer response for proglide, (brand not provided) (per site reporter). Rep to pick up the product.